Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined the cause of the malfunction to be a process residue under the fl9, fl10 and fl11 filters of the analog pcb assembly. Excessive current leakage from the filters resulted in depletion of the internal batteries. A replacement device was provided to the customer.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-02/08/2013-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-02/08/2013-001c is relevant to this reported issue.

Event description:
It was reported that the device illuminated all three (charge pak, attention and wrench) icons and failed to power on. There was no pt use associated with the event.